Event description:
It was reported to boston scientific corporation that a obtryx ii implant was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; diff bowel; rec incont; damage.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016 for the treatment of menorrhagia, pelvic pain, stress incontinence and grade 2 prolapse. The patient experienced complications following the procedure and had unspecified non-surgical treatment. The patient's symptoms include back pain, vaginal pain, pelvic pain, groin pain, dyspareunia, difficulties with bowel motions, recurrent incontinence and damage.

Manufacturer narrative:
Block h2: additional information. Block a1 additional patient identifier. Block b3 date of event corrected based on information received. Block b5 narrative updated. Block d6a implant date corrected based on information received. Block d4 model number, lot number and expiration date updated. Block g1 manufacturing site updated. Block h4 manufacturing date updated. Block a1: (B)(6). Block b3 date of event: date of event was approximated to august 4, 2016, implant procedure date, as no event date was reported. Block h6: patient code e1405, e2330 and e2401 capture the reportable events of dyspareunia, pain and other unspecified injuries. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a laparoscopic procedure, anterior repair, and suburehtral sling performed on (B)(6), 2016 for the treatment of menorrhagia, pelvic pain, stress incontinence and grade 2 cystocele and grade 2 rectocele. Findings included adhesions of the bowel to the left pelvic brim and adhesions of the right ovary associated with the fallopian tube, ovarian ligament, right side wall, and omentum. No endometriosis was identified. The patient experienced complications following the procedure and had unspecified non-surgical treatment. The patient's symptoms include back pain, vaginal pain, pelvic pain, groin pain, dyspareunia, difficulties with bowel motions, recurrent incontinence and damage.

Manufacturer narrative:
Block b5 narrative have been updated. Block a1: meshc-20211103-02c3e0ed. Block b3 date of event: date of event was approximated to august 4, 2016, implant procedure date, as no event date was reported. Block h6: patient code e1405, e2330 and e2401 capture the reportable events of dyspreunia, pain and other unspecified injuries. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.